Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up correctly. Review of the system log file showed a fatal error with image disk or cable. To resolve the issue, the fse installed new hard drives and recreated frontal image store. After which system was booting to normal screen but unable to store the correctly. Upon functional testing, the fse found that, system was unable to store correctly due to issues with collimator power supply and fuse holders were not sitting properly. Fse reseated the fuse. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that x-ray was not possible and the system did not boot up correctly. Three restarts were required. No harm has been reported to philips. Philips has started an investigation of this complaint.